Event description:
Per the clinic, the patient experienced oedema symptoms around the implant site followed by skin flap necrosis. The patient underwent a surgical procedure to clear the infection; however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2011 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
(B)(4). A cover letter was provided to the agency regarding this event.

Manufacturer narrative:
This report is filed (B)(4) 2012.